Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The patient hasn't had the device checked in a couple year and it "doesn't seem to be working" and was getting worse and worse which has been a few months. Patient stated she could not get a hold of their doctor. Patient stated she needed a doctor or representative in her area she can call. Patient said she tried to increase stimulation but it irritates her. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient, stated that the device was turned off due to unrelated surgery but forgot to turn it back on. All was well now and the device is on.